Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years 5 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The failure is unknown. A redo transcatheter aortic valve implantation (tavi) is planned.

Manufacturer narrative:
Updated data: b5 d4 d6a h4 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that approximately 7 years and 2 months following the valve, severe aortic regurgitation was observed due to endocarditis. The patient was scheduled for treatment but was postponed due to elevated crp (c-reactive protein).

Manufacturer narrative:
Image review: post implant computed tomography (CT) imaging provided from (B)(6) 2025. Native valve appears to be bicuspid with fusion of right coronary cusp (rcc) and non-coronary cusp (ncc). Implant depth is deep, ranging from 7 mm on ncc side to approximately 9.7 on rcc side. Evolut appears fully expanded. Possible pannus/thrombus seen in commissures of the right prosthetic leaflet. Calcification seen inside tav. Possible left atrial appendage (laa) thrombus vs. Inadequate contrast filling noted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years 5 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The failure is unknown. A redo transcatheter aortic valve implantation (tavi) is planned. Additional information was received that clarified that approximately 7 years and 2 months following the valve, severe aortic regurgitation was observed due to endocarditis. The patient was scheduled for treatment but was postponed due to elevated crp (c-reactive protein). Additional information was received to report the endocarditis was confirmed four years, two months following the valve implant procedure. The cultured organism was enterococcus faecalis and vegetation was noted. It was reported the patient had septic arthritis in the right knee which predisposed the patient to endocarditis; there was no history of endocarditis. Antibiotic medications were prescribed.

Manufacturer narrative:
B3. Date of event h6. Additional codes corrected data: b2. Outcomes attributed to adverse event were inadvertently omitted from the previously submitted reports. D suspect medical device. Full unique identifier (UDI) # additional codes - annex f for life-threatening was inadvertently omitted from the previously submitted reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.